Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the leads had migrated. Surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate pain coverage/therapy. Impedance check revealed high impedances on the leads. Additionally, ipg has communication issue with external devices. As such, surgical intervention may take place at a later date to address the issue.